Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the guide wire broke off inside the patient. An extend jag precur/035/260cm str guide wire had been advanced to an unspecified location. During the procedure the distal portion of the guide wire broke into two parts; one lodging in the right intrahepatic biliary tract and the other lodged in the duodenum. There were no additional patient complications reported. The patient's current condition is unknown.